Event description:
It was reported that the cartridge did not connect with the infusion set. Customer's blood glucose level was 140 mg/dl. Reportedly, a new cartridge successfully connected to the infusion set. This event is being reported based on the evaluation of the returned device. During evaluation, it was found that the luer lock on the patient line was damaged; missing pieces were observed.